Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, when inserting the left ventricular lead into the coronary sinus, the guidewire stuck inside the lead. When attempting to remove the guidewire, a perforation occurred. The lead was removed and a new lead was implanted successfully.